Event description:
It was reported that there were therapy issues and the patient was not getting stimulation to her low back. The patient fell a lot and her leads had moved. Her physician had confirmed the lead migration on x-ray. Impedance testing and reprogramming were also performed, and the issue was not resolved. The products remained implanted and the physician had recommended a revision and that was being scheduled. The patient was fine, but failed to notify her physician about her fall. Successful reprogramming alleviated her new leg and foot pain, but not low back. She was accepting of a revision. There was no date for the revision as of yet. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).